Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient presented to surgeon with a fractured femoral hip. Dr. (B)(6) decided to do a total hip, based on age and activity level. Dr. (B)(6) noted very soft bone. After attempting a 52 tritanium shell, noted it was loose. Then attempted to insert a 54 tritanium. Dr. Then realized the anterior column and medial wall were fractured. Patient was leftside then transferred to a level 1 trauma center for pelvic recon.

Manufacturer narrative:
An event an alleged a intraoperative fracture involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient presented to surgeon with a fractured femoral hip. Dr. (B)(6) decided to do a total hip, based on age and activity level. Dr. (B)(6) noted very soft bone. After attempting a 52 tritanium shell, noted it was loose. Then attempted to insert a 54 tritanium. Dr. Then realized the anterior column and medial wall were fractured. Patient was leftside then transferred to a level 1 trauma center for pelvic recon.